Event description:
The customer initially reported "loose parts and broken cable, found during a shift check", to the manufacturer did not indicate a potential safety issue. The device was subsequently returned to the manufacturer and analyzed, and the analysis results indicated that upon power up the autopulse resuscitation system displayed a user advisory ua07 (discrepancy between load 1 and load 2 too large) message. No adverse patient sequelae was reported. No additional information was provided.

Manufacturer narrative:
The autopulse resuscitation system (s/n (B)(4)) involved in the event was returned for evaluation. Based on the evaluation results the reported complaint of "loose parts inside and broken cable" was confirmed. Visual inspection of the returned platform showed that the top cover, front and bottom enclosures and battery lock were damaged. Functional testing was performed and a user advisory ua07 (discrepancy between load 1 and load 2 too large) message was noticed when the platform was powered on. The archive file also exhibits numerous user advisory ua07 messages and indicates that a large/object patient was on the platform. Both load cells were also observed to be defective. A probable root cause attributed to the "loose parts and broken cable" could not be established. The user advisory ua07 message was likely due to a defective load cell module; however, a definitive cause for why the load cell module failed could not be determined.